Event description:
The device result was 509 mg/dl with a repeat of 499 mg/dl. A lab was performed and the lab result was 122 mg/dl. No treatment provided. The device was replaced and requested to be return for evaluation.